Manufacturer narrative:
Correction: h6 updated to 'analysis of product ion records".

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited inappropriate therapy. No intervention reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.